Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra 2 meter was reading inaccurately high in comparison to feelings/normal results. The complaint was classified based on customer care advocate (cca) limited documentation as the patient was unwilling to answer all questions and terminated the call. The patient stated that the alleged product issue began about 2 weeks prior to her contacting lfs. She reported that over this period she obtained alleged inaccurately high results of "581, 580, 487, 357, 484, 514, 494, 488, 482, 487, 411, 430, 453, 468, 439, 415, 432, 386, 409, 455, 387, 460, 407, 394, 401, 491 ,512, 440 and 403 mg/dl" on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient was unwilling to say how she manages her diabetes or if she made any change to her usual diabetes management routine in response to the alleged readings she obtained. The patient stated that on an unspecified date and time "last week" she developed symptoms of "almost fell out, lightheaded, dizzy, headache and blurry/foggy eyes". The patient reported that she self-treated by consuming some iced water and lay down in bed. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The patient was unable to confirm if the test strips had been stored correctly and not expired, as she had disposed of the test strip vial used in this complaint. The patient did not have control solution to perform a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.